Event description:
Lens was damaged and was not properly ejecting. No patient contact or harm. New lens was opened and used to complete the procedure. Manufacturer response for lens ac21d3 17.5d 13mm, (brand not provided) (per site reporter): waiting for RMA to return product.